Event description:
During device evaluation, the gastrointestinal videoscope's charged coupled device (ccd) was found to be contaminated, resulting in a partially dark screen. Additionally, the adhesive buoy on the bending section cover was found to be broken. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the contamination found on the ccd lens was likely due to damage or deterioration of parts, environmental problems such as dust, dirt, humidity, or ambient light, optical problems, interoperability issues, overheating, and electrical problems such as signal loss or open circuit. Secondly, the broken adhesive buoy was likely due to some kind of stress, such as damage or deterioration of parts, operational problems, or storage issues. However, the root cause of both reportable events could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.